Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 2 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that when the patient sat up in bed, a loud alarm sounded on their system controller and the lcd screen read "low speed advisory". The patient was asymptomatic at the time of the event. Log files submitted to the manufacturer's technical services representative for review revealed multiple pump stoppage events. It was noted that the pump stops were all brief, approximately 3 seconds, and occurred while the system was supported on the power module. On 06/25/2016, x-rays reviewed by the manufacturer did not show any obvious areas of concern on the driveline. An ungrounded patient cable was requested for use with the power module. On (B)(6) 016, the manufacturer's technical services representative performed a driveline replacement. It was reported that after the replacement, the patient experienced a low speed advisory alarm while the system was connected to a grounded patient cable. The patient was switched back to the ungrounded patient cable. An internal driveline compromise was suspected. No further information was provided.

Manufacturer narrative:
A distal end percutaneous lead replacement was performed and approximately 14 inches of the distal end was returned for evaluation. Electrical continuity testing of the driveline segment revealed that all wires were electrically intact. Several areas of minor breakdown of the metal braided shield were observed along the length of the returned driveline segment, which appeared consistent with just over a year of use. Examination of the underlying wires revealed minor kinking near the terminus of the distal end bend relief; however, visual inspection of the wires under a microscope revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the driveline segment. The returned portion of the driveline was suspended in a saline bath for high potential testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. The patient remains ongoing on pump support using an ungrounded patient cable with no further pump-related events reported at this time. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.